Event description:
It was reported ongoing occlusions occurred. The customers blood glucose was displayed as "high", a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection and a correction bolus via the pump. The customer resumed insulin therapy.